Event description:
It was reported the pt could not communicate with her ipg using either her programmer or charger. The pt stated she has not used her stimulation for several months. A new charger was sent to the pt. Follow-up pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.